Manufacturer narrative:
(B) (4). (B) (4). The returned generator was fully tested and found to function normally and within specifications with the exception of one parameter. This would not have caused the reported instrument fire. The concomitant products has been returned but has not yet been evaluated.

Event description:
The customer reported that an instrument caught fire during a chest procedure. The instrument was immediately pulled from patient and there was no sign of a burn or other injury found by the surgeon.